Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.